Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient's device was "not working" at the initial activation one week after implantation. An xray confirmed that the device was not correctly placed in the cochlea. The physician explanted the device in 2006 and reimplanted the patient with a new one.